Event description:
It was reported that during a routine examination, it was discovered that the device had malfunctioned. A further examination by med-el's clinical engineer confirmed these findings.